Manufacturer narrative:
The device was returned for evaluation. The reported problem was confirmed. Although it was reported that there was leakage from the balloon, inspection of the device found the balloon ruptured which caused the reported leakage. The precise cause of the balloon rupture could not be confirmed. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. CAPA 2021-009 was previously opened to address this issue. No further action needed at this time.

Event description:
Leakage was detected from the balloon before catheter insertion. The operation was successfully completed using a replacement. No injury was reported to the patient. Based on the initial report this event was initially assessed as a not reportable incident. However, upon the physical evaluation of the device performed on 21 dec 2023, the damage to the device was determined to be more severe than initially reported. The balloon of the catheter was observed to be ruptured and the device appeared to have been used in the procedure. As a result, this is now considered a reportable event with a new awareness date of 21 dec 2023.